Manufacturer narrative:
Sc-2158-70 (sn (B)(4)). Device evaluation indicated that the complaint regarding the impedance anomaly has been confirmed. The proximal tip was sharply bent and e2 cable was fractured. It appears that excessive mechanical force was exerted onto the proximal end resulting in the fracture. Additionally, the 70 centimeter lead was cleanly cut and the distal portion about 22 centimeters was not returned. The cut damage to the lead was a result of a typical explant procedure and it was not considered a failure. Sc-2158-50 (sn (B)(4)). Device evaluation indicated that visual inspection of the lead revealed that three cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model number / catalog number: sc-2158-50, serial number: (B)(4), batch / lot number: 20455086, model / catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.